Manufacturer narrative:
UDI= (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. According to the complainant, the distal flange of the stent was deployed into the pancreatic cyst. When the physician deployed the proximal flange, the stent deployed but was pulled into the stomach. The patient was sent to interventional radiology for a vascular coil to stop a bleed. The cause of the bleed was not reported. The procedure was not completed due to this event. The patient was discharged from the hospital a few days following the procedure (exact date unknown). The physician plans to have the patient back for another procedure to treat the pancreatic pseudocyst in two to four weeks.